Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-44 -user has low battery teststrip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for battery issue/low battery symbol. At the time of the call the customer reported feeling physically ill and stated she felt dizzy. Medical attention was not needed at the time of the call. The truemetrix meter displayed the low battery symbol when a test strip was inserted and by manually pressing the dot button. The test strip was inserted correctly and customer was using the proper test strips. The battery was inserted correctly and has been replaced; customer obtained battery from their supplier.